Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided. (B)(4).

Event description:
It was reported that this left ventricular (lv) lead was explanted due to dislodgement. Additional information from the sales representative indicates lead dislodgement was expected by the physician after the implant procedure due to the patient's vessel anatomy and high coronary sinus flow. This lead was successfully replaced. No additional adverse patient effects were reported.